Event description:
It was reported there was an apparent lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drg implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2011; 5076 implantable pacing lead, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4). The full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.